Event description:
A report was received that the patient had developed an infection at the pocket site. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician believed that the infection was procedure related.

Event description:
A report was received that the patient had developed an infection at the pocket site. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. Model #: sc-4316, lot #: 16425079, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.